Event description:
Olympus (omsc) was informed that ¿some screens may not be displayed¿ with the video system. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to olympus for repair. The service evaluation confirmed the customer¿s reported issue, images cannot be displayed due to contact failure of the locking mechanism of the video connector and corrosion on the electrical contacts. Additionally, the light guide connector socket is worn. The front panel is cracked, and the battery on the printed circuit board has been consumed. Additional information was requested regarding the details of the reported event. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report was submitted to provide additional information of when the event occurred.

Event description:
The customer further reported that the event was found during inspection prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a video connector socket lock failure and corrosion at the video connector socket. Olympus will continue to monitor field performance for this device.